Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated failed pressure disk accuracy was confirmed. Received on 03-dec-2024 into bd san diego operation¿s lab. Syringe unit was received unboxed and with paperwork. Testing the unit¿s pressure disc accuracy via asm confirmed the stated failure. Installed a test pressure sensor into the unit and the syringe passed the pressure disc accuracy test on asm. Installed original pressure sensor into lab test syringe unit and the failure follows board. This confirms the faulty pressure sensor caused the failure. Failed pressure disc accuracy due to faulty pressure sensor. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the pressure sensor. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pressure disk accuracy and calibration. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pressure disk accuracy and calibration. There was no patient involvement.